Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose levels for several days leading up to the call. Blood glucose levels had been over 500 mg/dl, which were treated with bolus. Caller was unable to troubleshoot at the time of the call. The insulin pump was not replaced or returned for analysis.